Event description:
"Revision after 1 week after unlocked cap. Replaced with several unsuccessful attempt to lock. Locking cap was placed, counter torque used". Add'l info was received from the nurse. The surgery was a l5-s1 fusion, performed on (B)(6) 2013. The devices would not lock down during the initial surgery. The surgeon used different locking caps and screws to complete the surgery. An x-ray performed after the initial surgery showed the locking caps in place. The pt complained of leg pain 1 week postoperatively. An x-ray showed that the locking cap backed out. A revision surgery was performed on (B)(6) 2013; the locking cap was explanted at that time. The device that was implanted on (B)(6) 2013 and explanted on (B)(6) 2013 were being held by the hospital at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.